Manufacturer narrative:
This report is filed on august 12, 2016.

Manufacturer narrative:
.

Event description:
Per the clinic, the device was explanted (B)(6) 2015, due to cholesteatoma removal. The patient was reimplanted with a new device during the same surgery.